Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Concomitant products: (left) 550cc mentor memorygel breast implant, catalog: 3505501bc, lot: 7340623, sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
A (B)(6) female patient who underwent primary breast augmentation with a 650cc mentor memorygel breast implant on the right and a 550cc mentor memorygel breast implant on the left, reported experiencing a little bothersome on their breast and was concerned that it could be because of the implant. The patient was not experiencing pain but reported that they will see their doctor to check if something was wrong. Two devices were reported, however, it was not indicated which breast side the patient was bothersome about. For now, the right side will be reported and if clarifying information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
On 5/21/2019, a manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).